Manufacturer narrative:
(B)(4). Prod not yet returned for eval.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 180 to 250 mg/dl. Customer feels frustrated and observed symptoms of tiredness, thirstiness, and sleepiness. Medical intervention is not required at this time. Back to back blood test refused. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 01/15/2018 and open vial date is less than a week. Recall test results performed non-fasting from meter memory (date/time not set correctly. Adverse event not reported.